Event description:
Damage to the pump's housing and usb port was reported by the customer, affecting their ability to charge it. There was no adverse impact to the customer's blood glucose level. As a resolution, technical support arranged for a replacement pump, and the customer was advised to program the settings into the new pump and connect their continuous glucose monitor. The customer agreed to return the damaged pump to avoid additional charges.